Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with glucagon shots and insulin pump. The customer stated that she felt tired when the high blood glucose started. The customer stated that there was a low reservoir alert. The customer wishes to perform high pressure test. The customer called back to perform high pressure test. The customer performed high pressure test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer was advised to change the entire set, reservoir and insulin and treat blood glucose per health care professional's instructions. The insulin pump will not be returned for analysis.